Event description:
It was reported that patients implantable pulse generator (ipg) would no longer hold a charge. The patient underwent revision procedure. No further information has been obtained despite good faith efforts. Additional information stated that patient is doing fine postoperatively. The explanted device will not be return due to facility policy.

Event description:
It was reported that patients implantable pulse generator (ipg) would no longer hold a charge. The patient underwent revision procedure. No further information has been obtained despite good faith efforts.